Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 18, 2015 the reporter (patient&#38112;pharmacist) contacted lifescan (lfs) france alleging that the patient&#38112;onetouch verio2 meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to provide the exact date when the alleged inaccuracy issue first began, but stated that the patient felt the readings from the subject device were high compared to his feelings and/or his usual readings. The patient manages his diabetes using insulin and self-adjusts the dose according to his blood glucose results, and reportedly increased his dose of insulin in response to the alleged elevated readings obtained (dose unknown). The reporter stated that the patient experienced symptoms of sweat and not feeling well (which the patient associated with hypoglycemia) an unspecified amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure but was unable to confirm whether the strips were within their expiry date. The csr noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.